Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 499 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer stated that insulin pump keeps on falling off because the belt clip was loosed. Device will not be returned for analysis.